Manufacturer narrative:
We did not receive information concerning the need to replace the implants from the doctor. The device history records for the lots were reviewed and all processes and test parameters were within the medpor implant specification.

Event description:
The distributor stated that the doctor requested the dimensions of a medpor customized malar and mandible implants that a patient had received. The distributor stated that the doctor needed the dimensions at the time of the request because the doctor will need to do another surgery and replace the medpor customized implants. The distributor later stated that the doctor will not replace the implants but needed the information to complete a health insurance form.